Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a product code. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct material nor lot number was not provided by the customer. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "misplacement of the device: vascath sited in the left internal jugular vein whilst patient supine. Clinical staff reported difficultly with insertion due to the patient's condition and their respiratory effort. Insertion required 3 attempts. Once cannulated, blood gas confirmed venous placement, then the guidewire was placed. Patient tolerated dilation but placement of vascath uncomfortable. Post procedure x-ray, demonstrated the anomalous position following initial venous trajectory. Vascath was not used, and femoral approach taken instead. An additional vascath had to be placed and the patient required additional dressings on removal. Imaging undertaken following removal to ensure no bleeding from mediastinal vessels. The clinical team reported low physical harm to the patient this device was used on".

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a product code.

Event description:
It was reported that "misplacement of the device: vascath sited in the left internal jugular vein whilst patient supine. Clinical staff reported difficultly with insertion due to the patient's condition and their respiratory effort. Insertion required 3 attempts. Once cannulated, blood gas confirmed venous placement, then the guidewire was placed. Patient tolerated dilation but placement of vascath uncomfortable. Post procedure x-ray, demonstrated the anomalous position following initial venous trajectory. Vascath was not used, and femoral approach taken instead. An additional vascath had to be placed and the patient required additional dressings on removal. Imaging undertaken following removal to ensure no bleeding from mediastinal vessels. The clinical team reported low physical harm to the patient this device was used on".